Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue with two infusion sets on 24-feb-2026 and 27-feb-2026. The infusion set fell off during use due to sweating. The infusion set was used for 1-2 hours for first event and for 24 hours for second event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026-05551- device 2 of 2.